Event description:
The customer reported that during use of this pump to perform a left knee arthroscopy, the pump pressure spiked without alarming, and the pt developed compartment syndrome to the left thigh. This event prolonged the surgery by about 30 minutes. The surgeon performed a limited fasciotomy to the pt's left thigh, and the pt was discharged home the same day. It was reported that the follow-up clinic visit on the next day found the pt healing with no complications.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval. During testing of the pump, the reported problem was unable to be confirmed, as the pump met all pressure sensing and safety circuit specs. Upon further investigation, the unit was found to be out of calibration, and also had damage to the bezel. The concomitant tubing set was not returned for eval, as it was discarded at the facility. The pump instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate & visually inspect the extremity & operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning & frequently during the procedure to ensure that all fenestrations are fully within the joint capsule & are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. As in any arthroscopic procedure, the surgeon should thoroughly inspect the joint for capsular integrity upon entering & before distending the joint. Failure to ensure capsular integrity may result in extravasation & possible compromise of the extremity's neurovascular function. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. A compromised pressure sensing line may cause pt injury. If the pressure sensing line balloon is collapsed, pressure sensing will be inaccurate. Extravasation or other pt injury may occur.